Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used in association with a procedure performed on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, two clips failed to deploy. The procedure was completed successfully with another resolution 360 clip device. Reportedly, after the procedure and outside the patient, another clip was tested but it also failed to deploy correctly. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.